Event description:
A pt was found to be hypotensive after a 10 mg bolus of propofol being infused via a volumetric pump, blood pressure dropped to 75/38 - pump was switched off but nurses noticed dripping in the drip chamber. Roller clamp turned off (which was still open) pump door opened and everything was as it should be. Doctor informed and ephedrine administered. Pt's blood pressure improved. Set and pump removed.